Manufacturer narrative:
Calibration was last performed on 24-feb-2023. Qc was acceptable on the day of the event. Based on the available data, a reagent performance issue is not indicated. The alarm trace showed multiple abnormal aspiration alarms around the time of the event. The customer declined a service visit. Based on the information provided, the investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, cl results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 159.2 mmol/l, the initial k result was 5.29 mmol/l, and the initial cl result was 121.2 mmol/l. The initial results were reported outside of the laboratory. The doctor questioned the results and the sample was repeated. The repeat na result was 136.9 mmol/l, the repeat k result was 4.32 mmol/l, and the repeat cl result was 103.9 mmol/l. The sample was repeated a second time on another line of the analyzer. The second repeat na result was 138.0 mmol/l, the second repeat k result was 4.34 mmol/l, and the second repeat cl result was 104.7 mmol/l. The repeat results were deemed correct. The na electrode lot number is f76 and the expiration date is 04-nov-2023. The k electrode lot number is n19 and the expiration date is 23-sep-2023. The cl electrode lot number is a52 and the expiration date is 19-sep-2023.